Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the light guide cable (llk) plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Also, the most probable cause of the additional malfunction damaged fibre bonding in the outer tube area (distal end) was traced to component failure, and probable cause of foreign material in light guide cable (llk) plug of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had image fault - misty foggy. The issue occurred during inspection for use. There were no reports of patient involvement.